Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station tru4 had black screen and and went offline on remote support service. Customer had tried restarting and unplugging the device, but this did not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the root cause was a failure in the drawer 7 board that prevented the pyxis device from powering on. A field service engineer resolved the issue by isolating the faulty drawer, replacing the pyxibus control board, reseating all cables and wires, inspecting the pyxibus cable, rebooting the system, and verifying full functionality through the hardware test application before launching the application and restoring access. The system functioned as intended after the field service engineer completed the repair.